Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient could not sync the programmer or recharger with the ins. The patient said she recharged the battery and got that going. The patient clarified that she recharged the recharger and the recharger was at 100% battery. The patient tried synching the programmer with and without the antenna and saw the poor communication screen. The patient said she was able to palpate her ins and that she has not had any recent falls or trauma. The patient later said that she was not feeling anything in her body. The patient further clarified that she has not felt stimulation for a couple months. The patient stated that the last time she successfully charged the ins was a couple of months ago. The patient said she was in severe pain that started 2 days prior to the report. The patient was redirected to follow up with their hcp to discuss a possible overdischarge. No further complications were reported. Additional information was received from the patient on (B)(6) 2019. The patient was not sure if the battery was overdischarged. It is charged but will not turn on. They are not sure what is going on. No further complications were reported/are anticipated.